Manufacturer narrative:
E1: (B)(6) hospital, japan (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope has an abnormality in the video output was found during a vpp inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four(4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions no image when moving near the connector with the system installed and temporary blown out highlights would likely be damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be prevented by following the instructions for use which state: the inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.